Event description:
Event description cpi received information that a pacemaker dependent patient with this implantable pulse generator (ipg) system was exhibiting intermittent loss of capture. Cpi also received information that an invasive procedure was performed 3 hours after the original implant to reposition the bipolar leads, model 4285 and 4269.

Manufacturer narrative:
Cpi received additional info: the lead model 4269 lead was removed from service because the surgeon accidentally nicked the lead.